Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged he was in intensive care unit due to an infection around his heart valve. Patient was on antibiotics and also confirmed white particles came out of nose. The patient also alleged headache and nausea. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information allegingan issue related to a CPAP device's sound abatement foam. The patient alleged he was in intensive care unit due to an infection around his heart valve.patient was on antibiotics and also confirmed white particles came out of nose. The patient also alleged headache and nausea. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged he was in intensive care unit due to an infection around his heart valve. Patient was on antibiotics and also confirmed white particles came out of nose. The patient also alleged headache and nausea. In the initial report, section b5 was incorrect, the correct b5 should be - the patient has alleged headache, nausea and white particles came out of nose. There was no report of serious or permanent patient harm or injury.